Event description:
The following was reported to hamilton medical ag: fails pre-op leak test. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Additional information added in follow-up #1 (B)(4). The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective expiratory valve and the expiratory valve was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the expiratory valve could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: fails pre-op leak test. No patient involvement.